Event description:
The device was used during a sigmoidectomy. Reportedly, post operative fistula occurred on the pt. The surgeon performed a colostomy during a re-operation. The hosp has reported the pt's condition is satisfactory.